Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a sensation short throw device was used during an endoscopic polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare did not cut the polyp sharply. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned sensation snare device was analyzed. The returned device underwent visual inspection, which revealed a bend in the working length at the proximal section. During functional testing, the device was extended and retracted in the 10-inch loop fixture, and the loop extended properly without any operational issues. Additionally, a kink was observed in the loop. No other problems with the device were noted. The reported event of snare loop cutting problems was not confirmed. It was found that the working length was bent at the proximal section, and the loop was also kinked. These issues likely resulted from the manner in which the device was handled and manipulated. Excessive or improper manipulation of the device may have contributed to the defects observed. It was determined that the loop could be fully extended, and the continuity and electrical testing performed on the device were found to be within specifications. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a sensation short throw device was used during an endoscopic polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare did not cut the polyp sharply. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.